Manufacturer narrative:
The biomedical engineer (bme) reported that there were two transmitters in their tele station that was not showing the pulse ox on patient(s). No patient harm was reported. Nihon kohden technician spoke to the biomed at the hospital and assisted them to change parameter priority to diplay sp02 and save to defaults and issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if any additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that there were two transmitters in their tele station that was not showing the pulse ox for patient(s). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that two transmitters being monitored at the central nurse's station (cns) were not displaying pulse ox readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that two transmitters being monitored at the central nurse's station (cns) were not displaying pulse ox readings. No patient harm or injury was reported. Investigation summary: it was confirmed that customer was monitoring spo2 via settings which showed spo2 was selected. Nihon kohden application specialist then assisted the customer in changing the parameter priority to display spo2 and save the settings as default. This resolved the issue. The parameter priority dictates what the device will display on the cns patient tile, on the all beds screen. In this case, the parameter priority settings were changed, resulting in how these two patient tiles were displaying. There is insufficient information to determine when, by whom, and why the settings were changed, so a root cause cannot be determined. Service history for this device shows this is an isolated incident. There is no indication of an nk device malfunction.